Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found loose speaker and dislodged pump. Functional testing could not confirmed reported problem. The root cause of the issue could not be determined; however, there is evidence of physical impact. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that "c-sum" error was displayed. Device would not power up. Kept flashing new "co2 sensor". No patient injury was reported.